Event description:
It was reported that the capture thresholds had increased and the sensing thresholds had decreased. The lead was repositioned. After the revision, the measurements got worse, and the lead was explanted and replaced.

Manufacturer narrative:
Na